Event description:
Device malfunction: stent dislodged. Time of malfunction: during the procedure. Symptoms/ae: stent surgically removed. It was reported that during an attempted renal artery stenting procedure, the herculink stent dislodged from the balloon, landing in the renal artery proximal to the target lesion. The stent was snared and was pulled into the sheath. The sheath, snare and stent were attempted to be withdrawn as a single unit; however, after the sheath and snare were removed, the stent remained in the body, partially in the common femoral artery and partially in the tissue tract. The stent was surgically removed and there was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
Evaluation summary: the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. During production, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A root cause for the stent dislodgement could not be determined.